Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. It was also reported that there was noise being oversensed that did not lead in pacing inhibition in greater than two seconds of asystole. The patient was reported to be not pacer dependent. It was reported that the rv lead had fracture but was not confirmed upon fluoroscopy. The source of these observations was not determined. The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.